Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 03/29/1998 at a retail vendor. On 04/09/1998 consumer could not see the earring at the piercing in the right ear. Consumer was taken to the medical center for surgical removal of the earring.